Manufacturer narrative:
The single use distal cover was discarded at the user facility. In addition, the scope (tjf-q290v) was not returned to olympus for evaluation. The device history record was not able to be reviewed for the subject device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the legal manufacturer's investigation, it is possible that an anti-fogging agent adhered to the single use distal cover, causing chemical stress, making it easy for the cover to come off the scope. In addition, although it was reported that the cover was firmly attached and not cracked at the time of inspection before use, it is possible the cover was easily removed from the scope due to insufficient attachment to the scope, or the cover was damaged by pushing the cover diagonally when it was attached to the scope, making it easy for the cover to come off the scope. However, a definitive root cause could not be identified. The instruction manual provides the following inspection statement: "confirm that the distal cover is free of cracks or deformation." In addition, the instruction manual provides the following caution: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline) to the distal cover or the endoscope. These products may cause cracks in the distal cover." Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the single use distal cover, maj-2315 (subject device), was about to come off during reprocessing after an unspecified diagnostic procedure. The nurse of the user facility stated that during the inspection before the procedure, it was confirmed that the single use distal cover was not cracked and was firmly attached to the duodenovideoscope (tjf-q290v). In addition, the subject device had been used for the intended procedure without issues. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient or user injury associated with this event. This report is being submitted for the single use distal cover (maj-2315) under the medwatch with patient (B)(6). The tjf-q290v was submitted under manufacturer report number: 8010047-2021-09064.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected d10 concomitant medical products. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information, there were no cracks in the distal cover during the pre-use inspection, and it was attached firmly. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. Also, during the pre-use inspection, there were no cracks in the cover, and it was attached firmly, so the possibility may be low, but the following factors are also considered. -because the attachment to the scope was insufficient, the cover became easily detached from the scope. -by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).